Event description:
It was reported that the customer had condensation inside the screen. The act and/or up button sticks and there are unexplained no delivery alerts. Customer declined 24 hour help line. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).